Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Bending of rigid pipe is caused by a component failure of the rigid pipe. Damage to the r-unit (charged coupled device) is caused by a component failure of the r-unit (charged coupled device). Due to a malfunction in the r-unit (charged coupled device), the field of view is misaligned, this event is caused by a component failure of the r-unit (charged coupled device). Insufficient light due to universal code is caused by a component failure of the universal code. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited component failure of the rigid pipe, bending of rigid pipe, damage to the charged coupled device, component failure of the charged coupled device, insufficient light and the field of view was misaligned. There was no patient involvement.